Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown modular taper locked femoral porous coated stem 9x137mm-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01299. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device location unknown.

Event description:
It was reported that there was an attempt to revise the head due to elevated metal ion levels and prominent metallosis. The revision did not proceed as they were unable to remove the femoral head from the trunnion due to presumed cold welding. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - head reported event confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an attempt to revise the head approximately 14 years post implantation due to elevated metal ion levels and prominent metallosis. The revision did not proceed as they were unable to remove the femoral head from the trunnion due to presumed cold welding. Surgeon felt the only way to correct patient's metal on metal issue would be a complete revision with full stem extraction. Although they had back up revision cups and screws, there was no clean revision hip stem available. They chose to close the case as is and return to the or the next day for a posterior approach revision with extended trochanteric osteotomy. Attempts have been made and additional information on the reported event is unavailable at this time.